Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to a touchscreen failure. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's display board needs to be replaced to address the issue. H3 other text : third-party service center.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a touchscreen failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.